Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on 10 august 2021, a 35mm amplatzer pfo occluder was selected for implant. Upon device release, the left atrial disc slipped into the tunnel and the device embolized into the right ventricle outflow track (rvot). It is thought the device was mis-sized too small and likely a misaligned septum devices pivoted after release. Snaring was attempted but was unsuccessful and the patient was taken to the operating room (or) where the device was surgically removed. The patient is recovering in the intensive care unit (ICU).

Manufacturer narrative:
An event of device embolization was reported. A more comprehensive assessment could not be performed, as the device was not returned for analysis. The device history record was reviewed, to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.